Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
The consumer reported that the patient had pain in their vagina, like little shock treatments. Stimulation was hurting the patient's vagina. This was due to a sudden change in (B)(6) 2016. The patient had not used the programmer yet. The patient had this for a week. There were no trauma or falls related to the issue. The stimulation issue was related to positional movements. The pain was worse when lying down. The patient had not had any recent medical tests or emi environmental exposure. The patient saw their health care provider (hcp) on (B)(6) 2016 and they felt stimulation was too high. The hcp told the patient to call the manufacturer to turn the implantable neurostimulator (ins) down. The patient was assisted with communicating with the ins. The patient repositioned the antenna several times and moved to a mirror to see their incision to assist with antenna placement. The patient kept getting the poor communication icon. The patient couldn't feel where the implant was located. The patient's spouse could not connect with the antenna attached and didn't know where the ins was. They tried using the programmer without the antenna and finally were able to connect. The patient was at 4.0v and decreased stimulation down to 3.0v. The patient now felt comfortable. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.